Event description:
It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation and hemolysis seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received photos for investigation. Evaluation of the two photos showed unused samples. Additionally, 100 retained samples were visually inspected, and no additive or gel abnormalities were found. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sample quality (poor barrier separation, hemolysis). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation and hemolysis seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.